Event description:
It was reported that a shaft break occurred. A 24 x 4.00mm promus premier select balloon expandable stent was selected for a angioplasty and stent placement procedure. The lesion was 85% stenosed and moderately calcified and not tortuous. After stent implantation in the left main artery the stent delivery balloon was deflated. The shaft broke on the promus premier select stent delivery system as it was being withdrawn from the guide catheter. The broken promus premier select stent delivery system was fully recovered within the guide catheter and removed from the patient. No patient harm resulted in relation to this event.

Manufacturer narrative:
Device evaluated by manufacturer: a 24 x 4.00mm promus premier select balloon device returned without the stent as it was successfully deployed as part of the procedure. Balloon was found to be in a deflated state and bunched. A visual and microscopic examination of the bumper tip showed no sign of distal tip damage. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified a complete break at the site of the wire exchange port. The balloon of the device became caught within the guide catheter upon removal which is evident by the bunching of the balloon material and in turn the shaft of the device broke when an attempt was made to free the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a shaft break occurred. A 24 x 4.00mm promus premier select balloon expandable stent was selected for a angioplasty and stent placement procedure. The lesion was 85% stenosed and moderately calcified and not tortuous. After stent implantation in the left main artery the stent delivery balloon was deflated. The shaft broke on the promus premier select stent delivery system as it was being withdrawn from the guide catheter. The broken promus premier select stent delivery system was fully recovered within the guide catheter and removed from the patient. No patient harm resulted in relation to this event. It was further reported that the lesion predilated with 3.5x20mm balloon. The balloon inflates normal, and the promus premier select balloon expandable stent fully deployed at 12atm. The promus premier select balloon expandable stent was post dilated with 4.0x12 mm balloon. The patient was fine post procedure.

Event description:
It was reported that a shaft break occurred. A 24 x 4.00mm promus premier select balloon expandable stent was selected for a angioplasty and stent placement procedure. The lesion was 85% stenosed and moderately calcified and not tortuous. After stent implantation in the left main artery the stent delivery balloon was deflated. The shaft broke on the promus premier select stent delivery system as it was being withdrawn from the guide catheter. The broken promus premier select stent delivery system was fully recovered within the guide catheter and removed from the patient. No patient harm resulted in relation to this event. It was further reported that the lesion predilated with 3.5x20mm balloon. The balloon inflates normal, and the promus premier select balloon expandable stent fully deployed at 12atm. The promus premier select balloon expandable stent was post dilated with 4.0x12 mm balloon. The patient was fine post procedure.